Event description:
It was reported that the atrial lead was implanted in the right atrium. When the stylet was removed the lead displaced/dislodged. When trying to reposition the lead the stylet would not go down the lead lumen. Several different stylets were attempted but none could get down for repositioning. Another lead was implanted. No patient complications have been reported as a result of this event.